Manufacturer narrative:
(B)(4) . Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not register an ECG signal during maintenance when it was connected to a simulator; therefore the need for defibrillation therapy could not be determined. There was no patient use associated with the reported event.